Event description:
In 2006, this male pt was treated with four gore tag thoracic endoprostheses. Final imaging revealed a proximal type I endoleak. The physician chose to complete the case and monitor the pt. During the one month follow-up visit 37 days lat4r, the pt was identified with a type ii endoleak secondary to branch flow from an intercostal artery. As of almost 4 months later, the endoleaks persist. No further events were reported.

Manufacturer narrative:
All devices remain in the pt. A review of the mfg paperwork has been requested. Please note: attached list of add'l devices implanted in this pt: 04253426, 03942348, 04189105.